Event description:
It was reported the patient was experiencing wound discharge and pain. The device was explanted because there was multiple sinus formation on the abdominal wall communicating with the mesh. Gore has made the decision to report this incident because the mesh required explant/removal.

Manufacturer narrative:
Investigation is currently ongoing.